Event description:
A report was received that the patient was not getting adequate stimulation. High impedances were noted on the entire right lead. It was concluded that the right lead was bad. The physician recommended the patient for a revision procedure.

Event description:
A report was received that the patient was not getting adequate stimulation. High impedances were noted on the entire right lead. It was concluded that the right lead was bad. The physician recommended the patient for a revision procedure.

Event description:
A report was received that the patient was not getting adequate stimulation. High impedances were noted on the entire right lead. It was concluded that the right lead was bad. The physician recommended the patient for a revision procedure.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient suffered a fall, and one of the leads was damaged. Contacts were out following the fall. It was recommended that the leads needed to be replaced.